Event description:
It was reported that the drill bit snapped when the surgeon was cutting the pt's maxilla bone during a lefort I procedure. The broken pieces did not fall in to the surgical site. The procedure was completed successfully using another device. There was no pt injury reported, as a result of this event.

Manufacturer narrative:
The device allegedly involved in this event was returned for evaluation. The returned product was examined visually and also evaluated against the engineering print. All critical specifications where they could be measured were determined to be within specification. Product manufacturing documentation was reviewed and met all specifications.